Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Sam e case as MDR ID 2134265-2015-08967, 2134265-2015-09043, 2134265-2015-08968, 2134265-2015-09044. (B)(6) clinical study. It was reported that in-stent restenosis and under-expansion of stent occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 90% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. The lesion was treated with predilation and placement of a 2.50x20mm promus element plus study stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, a 3mm x 24mm promus element plus stent was deployed in the proximal svg. In (B)(6) 2015, the patient presented due to worsening chest pain associated with sweating, nausea and dyspnea. Subsequently, the patient was referred for cardiac catheterization. Three days post hospital admission, the 70% in-stent restenosis (isr) of the 2.50x20mm promus element plus study stent and the in-stent restenosis of the 3mm x 24mm promus element plus stent was treated with direct stent placement using a 2.75 mm x 16.00 mm promus element plus stent. Following stent deployment, there was an under-expansion of the 2.75 mm x 16.00 mm promus element plus stent and the 2.50x20mm promus element plus study stent. Balloon angioplasty was then performed and there was adequate stent expansion and excellent result. Additionally, the 70% stenosis in the second obtuse marginal artery was treated with direct placement of a 2.25mm x 16mm promus element plus stent. After the stenting procedure, the eccentric plaquing in the proximal left circumflex artery (lcx) to the first obtuse marginal artery had been unroofed, resulting in a plaque disruption that led to 70% narrowing. A step up was noted in the second obtuse marginal artery but it was not intervened. Subsequently, a 3.0mm x 28mm promus element plus stent was advanced from the proximal lcx to the first obtuse marginal artery. Following stent deployment, it was noted that there was under-expansion of the 3.0mm x 28mm promus element plus stent. Balloon angioplasty was performed and there was adequate expansion with less than 10% residual stenosis. Two days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.